Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient¿s bladder was not being controlled so patient wanted to increase amplitude but was not able to. Patient stated she can¿t make it to the bathroom, and was peeing her pants, and patient could not make it two hours without using the bathroom. Patient attempted using the patient programmer (pp) to increase amplitude but was not able to. Patient had access to the pp and it showed stim was off. Therapy was turned on. It was reviewed with the patient that the reason patient could not increase amplitude was because stimulation was off. Patient was able toturn stimulation back on and increase amplitude to a comfortable spot. It appeared that the issue would most likely resolve because patient was not sure how long therapy was turned off for. It was reviewed with the patient that patient should follow up with healthcare professional (hcp) if the issue does not resolve. No further symptoms or complications reported or anticipated.